Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels. Allegedly, the elevated bg levels made the customer sick. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.